Event description:
Per the info provided to co by the physician's office, the device was removed due to a "fluid loss" secondary to "two tubings were sheared and unraveled". As reported to co, the pump and assembly kit component(s) only was removed and replaced. This is the second pump component which has been replaced; co file #92-0173, medical device report #m275697 addresses the first pump replacement. It was noted at the time the report was taken,..." The dr thinks the pt is over-stressing device". The cylinder(s) and reservoir component(s) from the initial implant surgery are still in place. 1/17/97 - upon receipt of the physician/surgeons response to co request for add'l info, he stated,...a specific leakage site was observed in the tubing from the cylinder(s) to the pump. The tubing was not kinked or twisted around each other when the pocket was opened. The pt denies trauma in excessive use".